Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the plate cracked during bending.

Event description:
It was reported that the plate cracked during bending.

Manufacturer narrative:
Evaluation summary: the reported event that the plate was crack during bending could be confirmed. Based on investigation, the root cause of the determined failure was attributed to a user related issue. The plate breakage was caused by bending at the hole. As mention in the op-tech it is described not to bend the plate at the hole because this can lead to a breakage of the plate. All of the variax plates are pre-contoured to fit to a wide range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the elbow. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole. A pre-contoured locking plate which can be adjusted intra-operatively to precisely fit the anatomy without damaging the locking mechanism can be very useful. The variax elbow plates give you this option. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.